Manufacturer narrative:
The zoll console was repaired on customer site. The problem with roller pump bearing was disengaged.

Event description:
It was reported that the thermogard ivtm system (sn: (B)(4)) was used on a (B)(6) years old male patient that was hospitalized due to head trauma. During use, the thermogard made an unusual sound. The customer reported that there were no interruption on the fever control treatment and a zoll tech service representative visited the site to inspect the console. No additional information was provided. No patient harm or consequences was reported.